Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Currently no information on possible further steps has been received.

Event description:
In february 2019 behavioural changes of the user was noted and the child constantly removed the left processor. There is no report of accident or trauma. The parents requested an urgent appointment as they were quite concerned.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In february 2019 behavioural changes of the user were noted and the child constantly removed the left processor. There is no report of accident or trauma. Explantation then took place on (B)(6) 2019. The user was re-implanted with a device from another manufacturer.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2019, behavioral changes of the user was noted and the child constantly removed the left processor. There is no report of accident or trauma.